Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97791, product type: accessory. Analysis of the implantable neurostimulator (ins) found that the battery had reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that a patient in a clinical study had an end of life (eol) code on an implantable neurostimulator (ins). The ins was replaced on (B)(6) 2016. This was less than 3 years since implant. Early depletion was suspected. Relevant medical history included: non-malignant pain, other non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.